Event description:
The lay user/patient contacted lifescan (lfs) on january 31, 2007 alleging high readings on his one touch ultra 2 meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. On january 1, 2007 at an unspecified time the patient tested his blood glucose and obtained 107 mg/dl. Prior to testing he felt shaky. He did not eat or take any medication after using the meter. The patient contacted a medical professional for advice and greater than 30 minutes later the patient tested on the physician's meter and obtained a 68 mg/dl. The patient did not receive any medical treatment at the physician's office. The technique of applying blood on the test strip was correct. The patient had been cleaning the puncture area correctly. There is no information on the condition of his testing supplies. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, his frequency of testing, readings prior to the incident, time of when he tested on his meter, time of when he went to the physician's office and whether he experienced symptoms at the physician's office. Customer care advocate (cca) sent the patient a replacement meter. Although it is unk if the patient had high readings prior to feeling symptomatic, this complaint is being reported since his symptoms did not correlate with his blood glucose reading of 107 mg/dl.